Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe leaked during use. The following was reported by the initial reporter: "it was reported that needle goes down into the syringe while drawing up the medication, medicine squirts all over and hand slams down onto the syringe. Verbatim: customer experience: c-701561, ce00092652, product: luer lock safety syringe, product #: 15-76im-0, lot #: 04908020. Complaint: a user facility clinic manager reported via email that the needle goes down into the syringe while drawing up the medication. Medicine squirts all over and hand slams down onto the syringe. Please find attached letters regarding a complaint a customer has files on your product - luer lock safety syringe. Fresenius medical care na requests that your organization address any follow-up investigation directly with the complainant."